Manufacturer narrative:
Concomitant medical products: 393014 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited noise on stored electrograms (egm). A fracture of the rv lead was suspected. The patient received inappropriate therapy. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.